Event description:
It was reported that during a ptca treatment procedure, the bio ranger balloon ruptured at 8 atm on the second inflation. The lesion being treated was a calcified lesion in the proximal lad coronary artery. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The bio ranger balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.